Manufacturer narrative:
(B)(4). On (B)(6) 2010, the customer reported that the device would not charge as expected. Subsequently, on (B)(6) 2010, during the course of the investigation philips became aware that the involved pt died. There was no allegation that the reported device symptom impacted pt outcome, and at this time, there has been no determination as to whether the device was a factor in the reported death. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010, the customer reported that the device would not charge as expected. Subsequently, on (B)(6) 2010, during the course of the investigation philips became aware that the involved pt died. There was no allegation that the reported device symptom impacted pt outcome.